Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service alleging that he started to have an "er2" issue with his onetouch ultra meter in 2009; the error message occurred after he inserted the test strip. He claimed that 1 day after the error message occurred, he became weak and sweaty. According to the csr documentation, the pt did not receive any form of treatment as a result of the reported issue. No other blood glucose results were reported. The csr walked the pt through troubleshooting on the phone and noted that the correct testing steps were being used; however, the reported issue was not resolved. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after the "er2" issue occurred. In addition, the "er2" issue was not resolved with troubleshooting.